Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned toa third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the investigation is complete.

Manufacturer narrative:
The bipap a40 pro (eex3100s19) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623. H3 other text : the device is to be evaluated at a third-party service center.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and regarding the ventilator inoperative complaint, the alarm was not duplicated at pil. However, pil can verify ventilator inoperative alarms in the error logs. Pil visually inspected the bipap a40 and did not observe anything to note. Pil tech did take the log from the unit. Pil tech reviewed error logs and noted the ventilator inoperative alarms did show in the error log. E-050 pressure regulation alarms are present in the logs also. The unit was disassembled to view the etched disk. The disk is partially clogged with debris that appears to have originated from an external source.